Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were admitted to emergency room due to high blood glucose on (B)(6) 2021 with blood glucose of 500 mg/dl. The customer's current blood glucose is 410 mg/dl. The customer did experienced the symptoms such as tired and weak due to high blood glucose. The customer was treated with intravenous insulin drip and manual injection and insulin pump.. Troubleshooting was done for high blood glucose. Customer reported infusion set had bent cannula and insulin pump did not alarm insulin flow block. High pressure test was performed. Customer reported high pressure test passed. Customer reported they wore insulin pump during cat scan at emergency room. Customer had been using insulin pump within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Updated analysis summary by alfred santos on april 07, 2022. S/w 2.8c. Retainer ring = clear. On (B)(6) 2022, the customer went to the emergency room and had a cat scan. The customer was also hospitalized for high blood glucose. The customer alleges the pump did not alarm insulin flow block. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0875 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No absence of occlusion alarm noted during testing. No displacement anomaly or motor anomaly noted. The motor functions properly during testing. The motor was tested outside of the pump and passed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. In further full review in the pump history found no insulin flow blocked alarm on event date (B)(6) 2022. However, on (B)(6) 2021, found three insulin flow blocked alarm in the pump history at 11:25:04 during a bolus delivery, 18:29:56 during a bolus delivery and 20:23:14 during fill cannula. The pump passed the functional testing. Unable to confirm alleged high blood glucose. No displacement anomaly or motor anomaly noted. Customer alleged not confirmed for absence of occlusion alarm and pump expose to cat scan. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by (B)(4) on april 07, 2022. Retainer ring = clear. On (B)(6) 2022, the customer went to the ER and had a cat scan. The customer was also hospitalized for high bg. The customer alleges the pump did not alarm insulin flow block. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0875 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No absence of occlusion alarm noted during testing. No displacement anomaly or motor anomaly noted. The motor functions properly during testing. The motor was tested outside of the pump and passed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. In further full review in the pump history found no insulin flow blocked alarm on event date (B)(6) 2022. However, on (B)(6) 2021, found three insulin flow blocked alarm in the pump history at 11:25:04 during a bolus delivery, 18:29:56 during a bolus delivery and 20:23:14 during fill cannula. Device passed the functional testing. Unable to confirm alleged high bg's. No displacement anomaly or motor anomaly noted. Customer alleged not confirmed for absence of occlusion alarm and pump expose to cat scan. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2022 the customer went to the emergency room and had a cat scan. The customer was also hospitalized. The customer alleges the insulin pump did not alarm insulin flow block. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0875 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No absence of occlusion alarm noted during testing. No displacement anomaly or motor anomaly noted. The motor functions properly during testing. The motor was tested outside of the insulin pump and passed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump passed the functional testing. Unable to confirm alleged high blood glucose's. No displacement anomaly or motor anomaly noted. No absence of occlusion alarm noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.